Event description:
The baxter field service engineer noted an infusion pump with failure code 570. Information was not provided regarding whether or not the failure occurred during a patient infusion. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
This report is being submitted in accordance with instruction from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 17, 2007. Evaluation summary:the condition of fail code 570 was confirmed. This device was evaluated at the customer's facility on 12/22/2006. This fail code was caused by depleted batteries. The batteries were replaced. This issue is currently being investigated. Review of the complaint history reveals similar reports have been received for this product for the reported issue.